Manufacturer narrative:
The pump was received with the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, broken belt clip rail, cracked keypad overlay at the select button and missing display window cover. Cosmetic damage was confirmed at case tube area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 58 mg/dl. The customer also reported pump damage. The customer was treated with carb intake. The event involved product(s) mmt-1884, unomedical, mmt-332a, unk_sensor. Troubleshooting was performed and found that pump had a physical damage as rubber piece came off. It rattles like a piece had been broken on the inside. Customer also mentioned because of pump damage the functionality was impacted. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Customer will discontinue to use the pump. Product mmt-1884 was requested and customer agreed to return the device. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for unk_sensor